Event description:
The pump was returned for investigation. Investigation revealed the pump booted to the verify screen with dim pink contrast. This report is made based on results of investigation completed on 01/16/2014.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the black box indicates power on resets on ((B)(6) 2013 @ 08:29). The pump was not set to the correct time and date to verify. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump booted to the verify screen with dim pink contrast. The display lens was scratched. (B)(6).